Manufacturer narrative:
Exact date unknown, event occurred few days ago from the aware date.

Event description:
It was reported that the patient superior edge of the ipg has become shallow to the skin which finding it difficult to charged and it was uncomfortable. It was also reported that the patient had inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.